Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that the blood pump rotor tubing roller on the 2008t machine came loose during the patient's hemodialysis (hd) treatment and damaged the tubing of the bloodlines resulting in blood loss. Additional information was obtained during follow-up with the facility charge nurse. The issue occurred approximately 3 hours and 10 minutes after treatment initiation. The 2008t machine alarmed for arterial pressure and the blood pump stopped. The patient care technician (pct) and registered nurse (rn) went to check the issue and visually observed small drops of blood from the blood pump. When the pump cover was opened, a tear to the bloodline was noted. There was no serious injury nor required medical intervention regarding this issue. The patient's estimated blood loss (ebl) is 250 ml. The patient did not complete treatment on the day of the event. The blood pump rotor on the machine was replaced to resolve the reported issue. The machine is currently in service. The sample was not reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
The biomedical technician (biomed) for a user facility reported to fresenius technical services that the blood pump rotor tubing roller on the 2008t machine came loose during the patient's hemodialysis (hd) treatment and damaged the tubing of the bloodlines resulting in blood loss. Additional information was obtained during follow-up with the facility charge nurse. The issue occurred approximately 3 hours and 10 minutes after treatment initiation. The 2008t machine alarmed for arterial pressure and the blood pump stopped. The patient care technician (pct) and registered nurse (rn) went to check the issue and visually observed small drops of blood from the blood pump. When the pump cover was opened, a tear to the bloodline was noted. There was no serious injury nor required medical intervention regarding this issue. The patient's estimated blood loss (ebl) is 250 ml. The patient did not complete treatment on the day of the event. The blood pump rotor on the machine was replaced to resolve the reported issue. The machine is currently in service. The sample was not reported to be available to be returned to the manufacturer for physical evaluation.